Manufacturer narrative:
A patient experiencing recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event, device, and patient information. Additional information was not provided or available at this time. A UDI is not provided as the device was manufactured prior to the requirement. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at their ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.